Event description:
It was reported that the fiber cap detached at 68,200 joules during a procedure. The fiber cap was retrieved. A second fiber was used to complete the procedure. "No injury to the pt" was reported.